Event description:
It was reported that during a thoracic lung procedure, it was reported by the surgeon that the stapler fired malformed staples on the lung. The stapler inadvertently cut the lung tissue. Unknown how this happen as the device does not have a knife. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4).